Event description:
Six months after undergoing stent placement, the patient was treated for re-stenosis for of the middle left anterior descending artery. The lesion was treated with a cutting balloon. After the procedure, the patient was noted in good health. A 2.5x28mm cypher was deployed, and after stent placement, post-dilation was conducted. After the procedure, both areas of stenosis were zero percentage and the timi flows were three. Four days after the procedure, the patient was discharged in good health. A female with a history of CABG, previous mi, hypertension, hypercholesterolemia, smoking and untreated renal insufficiency experienced restenosis six months post cypher stent implantation. Initially, the patient was admitted with a positive functional study and underwent an elective angiogram that revealed an lvef of 49% and a lesion in the lm/proximal lad/proximal circumflex. This patient's gender and history put her at increas risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included thrombin. The administration of heparin of gpiibiiia and the performance or recording of acts was not reported. The lm/proximal lad was described as de novo, 80% occluded and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 2.50 x 28mm cypher stent at an unknown maximum inflation pressure. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. The proximal circumflex was described as de novo, 80% occluded and located in an ostium. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of another 2.50 x 28mm cypher stent at an unknown maximum inflation pressure. The patient was discharged from the hospital in stable condition four days later on medications that included asa and plavix. Six months after the index procedure, the patient underwent a repeat angiogram that revealed restenosis in the mid to proximal lad. This was treated with cutting balloon and the patient was discharged in stable condition.